Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This lot was manufactured between june 20, 2014 and june 24, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have a black mark on the reservoir during compounding with ceftazidime. This was discovered before use. There was no patient involvement. Additional information was requested and is not available. This is report 7 of 7.